Event description:
Patient was in lithotomy position on shampaine or table 1900 rc, for a laparoscopic tubal ligation. When using hand control to put the patient in trendelenburg position, the table rapidly fell in height and fell into a severe reverse trendelenburg position. Hand control would no longer work. This failure occurred because a bolt on the trendelenburg cylinder broke. Routine preventive maintenance on the table has been done and is current. Repair/replacement of the broken part is pending further evaluation of potential cause of this incident. Report of operation states:... This position could not be corrected. At that point, the or personnel were holding the patient so she would not slip off the table. The laparoscopic ports were removed. A second or table was brought into the room and the patient transferred to another or table. The patient was reprepped and draped for the surgery. The bladder was emptied with a rubber catheter. A weighted vaginal speculum was inserted into the vagina. A cervical laceration was noted as the tenaculum and speculum had fallen out of the vagina when the patient was in reverse trendelenburg position due to the table malfunction. The laceration was repaired with 3-0 vicryl.